Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 15.3-15.7cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that when patient presented to the hospital for lead explant, noise was observed on the atrial lead. Patient felt fatigue and unwell and previously had a sinus node ablation. Lead was explanted and a new lead was implanted. Patient was stable and will be monitored with routine follow up.